Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl was hospitalized for 1 day. The contact alleged that " the pump wasn't working properly" and "was giving [them] to much insulin"; however, declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed.